Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident when he noticed first sensor came off. Customer reports they are unsure of the cause of the product not adhering. Troubleshooting was not performed for high blood glucose. The device will not be returned for analysis.